Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that skin reaction occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced a skin reaction with infection, burning, being physically sick, and swelling, covering an unknown area of the skin. When the patient noticed the skin reaction, she called her primary care physician and was given a prescription for clindamycin 300mg twice a day for 10 days. At the time of the report the patient was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.